Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm. The customer indicate there was no patient injury associate with this event. Medtronic is requesting additional information regarding the circumstances of the event.